Event description:
It was reported that a dissection occurred. The patient presented with triple vessel disease of the right coronary artery (rca), ramus, and left anterior descending artery. The rca was the dominant artery and was treated first. A 3.00 x 28 mm synergy stent was implanted in the severely calcified proximal to mid rca. Aggressive post dilation at 22-24 atmospheres was performed to ensure apposition of the stent. After post dilation, a distal edge dissection was noted. A 2.75 x 28 mm synergy stent was implanted to cover the dissection. There were no further patient complications. It was further reported that the 80% stenoses target lesion was located in the severely calcified and mildly tortuous rca which contained a significant bend of more than 90 degrees. The dissection was type b, non-flow limiting. The patient was stable post procedure.